Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from between grip tang and grip tip. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's tip got stuck on the trocar and could not be pulled out. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a benign hysterectomy. The forceps got stuck when being removed; the instrument was not stuck on the tissue. The procedure was completed robotically. There was no injury to the patient. The instrument was inspected prior to start and no damage was observed. When the surgeon noticed that the forceps was not moving and tried to remove it, it was found that the tip of the forceps had broken and was sticking out. The protruding part got caught on the cannula and became stuck.